Event description:
Rymed 460207 invision-plus catheter extension set and 415303 end cap became separated when patient got up to go to the bathroom and did not pull IV pole in with him. Doctor called for nurse when he went into the pt room as the patient had blood pouring out of antecubital vein. Copious amt of blood on patient, floor and pt bed. Nurse ran in grabbed a towel and place pressure on IV catheter causing an exposure of blood to patient. This is a frequent occurrence at (B)(6) and has been reported to manufacturer distributor and hospital with minimal changes. Product still remains. Many blood exposures still occurring. Previously it was a daily occurrence. Dates of use: (B)(6) 2014 - (B)(6) 2016. Diagnosis or reason for use: used on all IV infusions. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.